Event description:
A cartridge alarm was reported by the caller during the load process. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on the proper load technique and assisted in loading a new cartridge, allowing the caller to successfully resume insulin therapy, and the issue was resolved.